Event description:
It was reported that the patient presented with pain to the hospital after receiving multiple inappropriate shocks. Upon interrogation, noise and oversensing were observed on both the atrial and ventricular channels. Insulation anomaly was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.